Manufacturer narrative:
Device unique identifier (UDI) #(B)(4). Approximate age of device ¿ 1 year and 4 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2015. It was reported that the lvad system produced a yellow wrench low speed alarm when the patient rolled over in bed. At the time of the alarm, the patient experienced nausea; however, the symptom resolved when the alarm stopped. The patient was otherwise asymptomatic. Device interrogation revealed a pump stoppage event. The patient was provided with an ungrounded power module patient cable. No additional information was provided.

Manufacturer narrative:
Low speed and pump stoppage events were confirmed via the patient¿s system controller event history that was submitted. These events only occurred while the system was operating on the power module. The submitted x-rays were inconclusive for any areas of potential driveline wire compromise. Based on the manufacturer¿s previous complaint experience, low speed operation hazard and pump stoppage events that occurred while the patient was rolling over in bed while supported by the power module could be indicative of driveline damage; however, driveline wire damage could not be confirmed as the device remains in use and was not available for evaluation. The patient remains ongoing on pump support with a non-grounded patient cable and no further events have been reported. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the low speed hazard alarms and pump stoppage events occurred while the patient was rolling over in bed while supported by the power module.